Event description:
Pt's wife reported that surgery occurred for tear ducts and lower lids drooping. Stitches were removed six days later, and steri-strips used. Two days later, swelling occurred, and by the following day, the yields were like balloons and the eyes were bloodshot. The next day, surgeon diagnosed an allergic reaction and sent pt to an ophthalmologist who also diagnosed an allergic reaction. Pt was treated with steroid drops and daily claritin.

Manufacturer narrative:
Pt was called for follow-up, and his wife reported that lotemax is now being given for treatment, and the pt is getting better slowly.